Manufacturer narrative:
The device was returned for analysis. The reported patient-device incompatibility was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, mildly tortuous and 95% stenosed anatomy resulted in the stent not being fully apposed to the vessel wall (reported patient-device incompatibility-wall apposition). As reported, surgical endarterectomy was performed to explant the implanted stent in order to surgically treat the target lesion instead. The noted sheath kink likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the iliac artery with heavy calcification and mild tortuosity. The 6x80mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and the stent was released from the sheath; however, the stent failed to deploy and was stuck with the severe vascular calcification. Therefore, surgical endarterectomy was used to remove the stent and treat the lesion. There was no adverse patient sequela. No additional information was provided.